Event description:
The appendix was divided with an endoscopic linear cutting stapler using a 45 mm purple load. The meso-appendix was divided with a Ligasure. The appendix was placed into an endoscopic retrieval bag. The staple lines were inspected. There was bleeding from the cecal staple line. Direct pressure and surgical were applied and hemostasis were ensured. The remainder of the abdomen was inspected, and no abnormalities were noted. Patient was admitted for observation overnight due to bleeding. This was a deviation to the normal plan to discharge same day.